Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was undefined damage observed along the guide rails of the pump which caused the customer to intermittently experience difficulty loading multiple cartridges onto the pump. Blood glucose level was 120 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.